Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon leaked, and the catheter slipped out of the bladder. There were two incidents with the same patient, same product and lot number on the (B)(6) 2019 and (B)(6) 2019. If the patient had not contacted us and had not been helped quickly, damage to the kidney would have been likely.

Manufacturer narrative:
Qn#(B)(4). Trend review for the last 5 years on the same defect type and catalogue number/product type is as below (rationale for 5 years is to align with shelf life). 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon leaked, and the catheter slipped out of the bladder. Review on the returned sample showed that the balloon had split. Investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Based on picture 2 and 3 included, there are pierce point marks observed on the balloon surface. The presence of pierce marks may be due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon membrane to split. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during the process. Based on the investigation conducted on the actual sample, it is believed that the pierce point had initiated the tear that lead to the balloon split. The failure could have happened due to in contact with sharp or pointed object that weaken the balloon membrane. Therefore, this complaint could not be confirmed.